Event description:
During a remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.